Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was to be implanted in the bile duct to treat a long malignant biliary stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. The patient's anatomy was tortuous. During the procedure, the fully covered biliary stent did not deploy correctly. Post stent deployment, the delivery system could not be removed. An attempt was made to resheath the device; however, the delivery system still could not be extracted. Further manipulation caused the stent to move out from its intended position and break into three pieces. The broken stent was removed from the patient, and a new stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks e4 (init rptr also sent rep to FDA), g2 (report source) and h10 (related report number) have been corrected following a review that determined that this complaint was reported via medwatch. Block d4, h4: the complainant was unable to provide the upn and complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2301 captures the reportable event of the broken stent was removed from the patient and a new stent was used to complete the procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was to be implanted in the bile duct to treat a long malignant biliary stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. The patient's anatomy was tortuous. During the procedure, the fully covered biliary stent did not deploy correctly. Post stent deployment, the delivery system could not be removed. An attempt was made to resheath the device; however, the delivery system still could not be extracted. Further manipulation caused the stent to move out from its intended position and break into three pieces. The broken stent was removed from the patient, and a new stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2301 captures the reportable event of the broken stent was removed from the patient and a new stent was used to complete the procedure.